Event description:
According to the initial information received, on post cath follow up chest x-ray in the recovery room it was discovered that the 8/6mm amplatzer duct occluder (ado) embolized. The patient was brought back to the cath lab, the ado was retrieved with no further complications and a 6/4mm ado was successfully implanted. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
The 8/6mm ado was returned to aga medical bloody and in a deformed state. Following decontamination, the device remained in a deformed and damaged state; it appeared to have been damaged during retrieval. After manipulation to correct the damage, the device was measured and found to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) year-old female patient was found to have a moderate to large sized pda. Four cds with angiograms were provided for review. The cds showed an aortogram to assess the pda followed by ado implantation. Later, images of the ado that had embolized into the descending aorta were seen. A sheath was placed into the descending aorta (dao) from the femoral vein. Through the sheath, a bioptome was advanced and the ado was grabbed and pulled into the sheath. During the retrieval process, a catheter was placed from the arterial side to stabilize the device while trying to retrieve the ado from the venous side. The last images were of an ado deployed properly into the ductus arteriosus. There was a trace shunt seen by angiography. The ductal morphology was a bit unusual in the sense that it had two levels of constrictions. One constriction was close to the ductal ampulla and the second one was just before the ductus drained into the pulmonary artery. The pda was long and adequate for ado placement. The initial 8/6mm ado was placed with the mushroom portion of the ado partially hanging into the dao. The upper edge of the disc protruded into the aortic arch a little. After release, the disc did not approximate to the wall of the aorta. Hence, the ado was partially inside the ductus and partially in the aorta. This led to its embolization into the dao. The second 6/4mm ado was deployed deep inside the pda with part of the ado inside the pulmonary artery. The ado appeared stable and the mushroom portion of the ado was inside the pda in toto. According to aga's medical consultant, the 8/6mm ado embolized because it was too large for the size of the ductus and hence could not be properly pulled into the ductus. The second 6/4mm ado was appropriately sized for the size of the ductus.